Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient experienced a slight migration of one of their drg t12 leads. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient was implanted with a lead extension to prevent any further movement of the lead.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The issue was resolved by adding an extension. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.